Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied with the interlock engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaw revealed acceptable jaw co-planarity. The interlock that prevents the pusher bar from advancing was broken. Component in the handle was disengaged. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed conditions may occur after the device has been fully applied and the handles are forced open causing the pusher link to disengage and damage the interlock component. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an axillary dissection, the jaws were not able to close and the clips were not able to be fired. There was no patient injury.